Manufacturer narrative:
Patient received (B)(4) for preventative post care treatment following the laser procedure, but was prescribed antibiotics as a medical intervention from a physician to treat the affected area. The patient's blistered area is expected to scar, resulting in a permanent injury. User error was involved in this incident because the operator treated the patient's flanks where it had areas of skin folds and was close to the hip bone. It is cautioned in the clinical guidelines that treating over these areas can result in adverse skin effects: "do not treat over areas of deep, thick skin folds where the applicator may not cool the area adequately. Discomfort and adverse skin effects may result." And "do not treat over scars or bony areas such as the hips or ribs. Discomfort and adverse skin effects may result". The device was evaluated and found to be operating as intended. Blisters are expected side effects from laser treatment, however based on the degree of the patient's injury requiring an intervention, this is a reportable event.

Event description:
Patient developed a large blister from a laser procedure on the flanks area.